Event description:
The initial reporter alleged discrepant results while using the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 instrument. Sample ID (B)(6) generated a human immunodeficiency virus (hiv) reactive result with a cycle threshold (CT) value of 39.8 on (B)(6) 2021. A separate sample from the same donor was tested on (B)(6) 2021, as well as a sample taken directly from the blood bag, and both results were non-reactive. Sample ID (B)(6) generated a hepatitis c virus (hcv) reactive result with a CT value of 41.6 on (B)(6) 2021. A separate sample from the same donor was tested on (B)(6) 2021, as well as a sample taken directly from the blood bag, and both results were non-reactive. Two additional sample tubes drawn from each donor were tested, in addition to the blood bag samples. Serology testing for both donors was performed on the allinity system, and both samples were negative for all targets. The customer centrifuges samples for 20 minutes at 2600 rpm prior to testing. Both donations were rejected.

Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the cobas mpx assay batch g20846 performed within specifications. A review of the data confirmed the two reactive results, which had cycle threshold (CT) values indicative of target concentrations at or near the limit of detection (lod) of the assay. The likely cause of the unexpected reactive results was sample contamination during handling of the initial sample tubes tested on (B)(6) 2021. This conclusion is supported by subsequent non-reactive results from separate sample draws and blood bag testing, as well as negative serology results. No product-related issues, batch trends, or internal non-conformances were identified. The device remained in operation at the customer site.